Manufacturer narrative:
Initial.

Event description:
It was reported that blood glucose levels tended to rise overnight while using the ilet, reaching approximately 200 mg/dl; the cause was unclear and no device-specific component issue was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, attempted follow-up, and analysis of the information provided. Investigation of this case revealed no available findings and insufficient information to link the event to a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.